Event description:
It was reported by an accuracy employee, that a field service engineer in training, received an electrical shock while performing a voltage check on the ion pump power supply.

Manufacturer narrative:
Investigation has determined that the protective cover board for the ion pump power supply was missing from the training mode. A CAPA has been opened to address the issue. (B)(4).